Event description:
It was reported that this right atrial (ra) lead exhibited a gradual rise to high out-of-range pace impedance measurements greater than 2,000 ohms, with a recent measurement of approximately 2,300 ohms. The patient reported hearing beep tones, but the beep function for out of range impedance was programmed off. Ts discussed the tones were likely environmental and not from the device. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.this product investigation is still in progress. This report will be updated when product investigation is complete.